Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen via an implanted pump. The brand, concentration, dose, and lot # were unknown by the reporter. On 27-apr-2016 it was reported that the patient had been reading on-line about people that build up a tolerance to baclofen and wanted to talk about it. The patient was redirected to her hcp (healthcare professional). The patient continued on and stated ¿I¿m still having the same issues¿. When asked to clarify the patient stated ¿it¿s not working anymore¿. Per that patient this started in 2006. The patient was again redirected to her hcp.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient did have stiffness and spasticity but the patient had a cervical spine injury so that is expected, baclofen or not. It was noted that the patient had frequent uti's and every time the patient did the patient had increased spasticity which was not unusual. The patient had a neurologist that treats the patient's exacerbations.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.